Event description:
On (B)(6) 2011, pt reported the infusion sets have leaked insulin and this has resulted in elevated blood glucose of 417 mg/dl. Pt also had a rash underneath the headset adhesive. The infusion tubing was not used longer than intended or exposed to excessive mechanical stress or bent. Pt reported there is a lot of scar tissue near her infusion sites, and she believes exercising might have put excessive pressure on the tubing. Pt corrected elevated blood glucose by delivering a 25 unit insulin injection. Normal blood glucose is 70-130 mg/dl. Blood glucose was 113 mg/dl on the morning of the report. Infusion sets were replaced and requested for eval. The pt did not require treatment from a health care professional or second party to address the issue. Several attempts were made to follow-up with pt, and these were unsuccessful.